Manufacturer narrative:
Review of product documentation all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. No trend considering the following event is identified: pain. Event summary: it was reported that the patient was implanted with a total hip prosthesis on the left hip on (B)(6), 2008. Pain was noted 10 years post-surgery ((B)(6) 2018). Area of pain around the groin, trochanter and buttock. Review of received data - clinical study documents have been received: 3 month follow up: decreased hip pain, no pain medication. 1 year follow up: no hip pain, no pain medication. 2 years follow up ((B)(6) 2010): mild pain in lateral thigh occurring occasionally. Pain medications. 3 years follow up ((B)(6) 2011): mild pain in anterior and lateral thigh occurring occasionally. Pain medications. 10 years follow up ((B)(6) 2018): moderate pain in groin, trochanter and buttock. Pain medications. - implantation report dated (B)(6), 2008: diagnosis: coxarthritis left. Several months of pain when loading the joint. Surgery: cementless total hip prosthesis procedure: no complications noted. Post-operative correct implant positioning was noted. Patient is bilateral: hip prosthesis on right hip side was implanted in 2001. - doctor's letter dated (B)(6) 2019 from the spine surgical clinic. This document is found to be not relevant for the complaint, as it addresses the lumbar fracture. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as they remain implanted. Conclusion summary it was reported that the patient was implanted with a total hip prosthesis on the left hip on (B)(6), 2008. Mild pain was noted in the two and three years follow up in the anterior and lateral thigh. Moderate pain was noted in the groin, trochanter and buttock in the ten years follow-up. Patient takes pain medication. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. No x-rays have been received, therefore the correct implant positioning could not be assessed. Pain can have numerous root causes and cannot be related to a single failure mode. Based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00431. 0009613350-2019-00432. 0009613350-2019-00433. 0009613350-2019-00434.

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 0101012367, item name cocr head, l, 36/+4, taper 12/14, lot # unknown. Item # 00000004248, item name allofit alloclassic shl 58/ll, lot # unknown. Item # 0100551205, item name fitmore, hip stem, uncemented, b/5, taper 12/14, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Lot number unknown.

Event description:
Clinical study reported that patient experiencing pain which was communicated during post operative check ups.